Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site the ventricular assist device (vad) personnel reported that the patient presented with tea colored urine, intermittent diarrhea and worsening abdominal pain since (B)(6) 2017.  Presented the patient has very high flows and waveforms consistent with vad thrombus.  Patient has had recent headaches and confusion which was recently stated by his wife.  It was stated that the patient clinical status was rapidly deteriorated into florid cardiogenic shock.  Mean arterial extracorporeal membrane oxygenation (ECMO) for hemodynamic support was started.  Transesophageal echocardiography (tee) in the operating room (or) demonstrated global ventricular failure with very dilated left ventricular and a dilated right ventricle with markedly decreased function. Right axillary cut down and cannulation for arterial inflow. It was stated that the patient developed fasciotomy of compartment syndrome.  Post or he had no flow through his vad and developed respiratory arrest and vomiting.  Patient was emergently intubated.  It was stated that withdrawal of care was performed and the patient expired on (B)(6) 2017. No additional information available.

Manufacturer narrative:
It was stated that the patient presented to the emergency room on (B)(6) with cola colored urine and high watt alarms, his lactate dehydrogenase (ldh) on arrival was 1800; of note he was also experiencing symptoms of an acute abdomen with distention and guarding. On (B)(6) the patient was taken to the operating room and was placed on extracorporeal membrane oxygenation (ECMO) for support. It was further stated that the pump exchange was deferred as the patient presented with an acute abdomen as well. It was also stated that thrombus was not visualized. The official cause of death was listed as ventricular assist device (vad) thrombosis. It was stated that the family reportedly declined autopsy and that the pump would not be retrieved or returned. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation as the pump remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an increase in power consumption and multiple high watt alarms, thus confirming the reported 'high power' event. The most probable root cause of the 'high power' event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, anticoagulation therapy, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.